Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this device presented to the hospital upon hearing tones. Upon interrogation, it was found that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. During the interrogation high out-of-range right ventricular (rv) lead shock impedance measurements and inadequate right atrial (ra) lead sensing were also observed. An x-ray was obtained indicating a potential connection issue with the rv lead and the ra lead was confirmed fractured. A revision procedure was performed wherein the device was explanted and replaced. Additionally, the ra lead was surgically abandoned without replacement due to the patient's chronic atrial fibrillation (af) and the rv lead was connected to the new device. Shock impedance measurements were found within normal limits when tested with the new device. Following completion of the procedure an x-ray was performed to assess the implanted leads and connections. At this time, some damage to the left ventricular (lv) lead insulation was found; however, as all measurements remained within acceptable limits and no impact to therapy was observed, the physician elected not to reintervene. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.